Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a calibration error. The customer's blood glucose reading was 430 mg/dl. The customer stated that he had trouble with the last 2 sensors he put on. The customer stated that he kept getting calibration error. The customer treated his high blood glucose readings with the pump and the bolus wizard.